Event description:
I attach semi completed form. I am writing to you to bring to your attention a report issued by dr regarding a condition called livedo reticularis contracted after undergoing laser hair removal using a lumenis 800nm diode laser. I contracted the condition in 2003 after undergoing my fifth laser hair removal treatment. I contacted the user facility within 24 hours stating that I was concerned that my arms and legs were very red and mottled and that my previous 4 treatments had been side effect free with my skin returning to normal after 12-18 hours. I was told that the condition would subside within 2 weeks and not to worry. For over 12 months, I was told that the mottling would disappear; after an exchange of emails with the director, I received the attached letter (appendix 1). In 2007, I was provided with the two attached reports by dr (appendix 2). I sent the report on to lumenis another country on 9 august 2007 (copy attached appendix 3) and they informed me that my letter and report had been passed onto lumenis USA's legal department. I emailed, faxed, sent an internet communication and telephoned lumenis USA for well over a month asking for a response, but to date, no communication has been received. Dr states that patients with fair skin and dark hair are susceptible to the condition due to the low levels of melanin in the skin. This is not how I was sold in the procedure, as I was told that I was the ideal candidate due to my being fair skinned and dark haired. In fact, patients are constantly being told not to have a tan (natural or fake), as the excess melanin can cause damage to the skin; this report now goes against the statement and states that low levels of melanin can cause the condition. I am now disfigured for life on my arms and legs, and I do not want anyone else to have to suffer these injuries. Lumenis' consistent failure to respond to my concerns is worrying and hence my decision to inform the FDA. Dr has known about this condition for several years; I understand, he works closely with lumenis. Lumenis were made aware of this side effect possibly in 2003 (see appendix 1 attached); surely dr and lumenis should have reported this condition to FDA as a mandatory report. If you require any further information, please do not hesitate to contact me. I would be grateful if you could keep me informed of any action/decisions taken by yourselves. I look forward to hearing from you. See scanned pages.